Event description:
The customer reported that the tip angle of the subject device was not working. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the angulation was locked and unable to unlock due to degradation and corrosion of the angle mechanism. This report is being submitted for the angulation malfunction found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found a leak due to a perforation in the insertion tube. The plating of the objective lens was peeling, causing a flare in the image. The rubber adhesive had discoloration and was chipping. The insertion tube boot was torn, and the universal cord was crushed. The scope connector side of the universal cord was cut. The video connector and video connector case were deformed, and the video cable was broken. There was a flare in the image. Scratches were observed on switch #3 and video cable, and the manufacturer¿s product labeling was peeled off. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that weather tightness was lost due to a perforation on the insertion tube. Thus, it was possible that the angulation did not work due to water entered inside. Since there was no information stating that the inside of the scope was corroded, the cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.